Manufacturer narrative:
The battery supplier determined through evaluation of the returned battery that the kapton tape covering the battery¿s pca was punctured and made contact with the pcba, causing a short. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the wireless module was sent to the shop because the battery was stuck in the wireless module. The device was not in use on a patient.